Manufacturer narrative:
The product (capture-r ready indicator red cell, lot 221428) expired prior to request for investigation. However, a device history record review was performed. All specifications were met prior to release of product to market.

Event description:
A customer reported that unexpected negative results were obtained with the antibody screening assay for a patient sample containing an anti-k.